Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic cramping") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was lexapro (escitalopram oxalate) for depression since (B)(6) 2018. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 105 days after essure insertion, she experienced nausea ("nausea aggravated"). In 2018 she experienced pelvic pain (seriousness criterion medically important), alopecia ("hair loss"), depression ("depression"), heavy menstrual bleeding ("heavy flow of menstrual severe cramping"), weight fluctuation ("loss of weight up n down") and dysmenorrhoea ("heavy flow of menstrual severe cramping"). Essure treatment was not changed. At the time of the report, the nausea had not resolved. The reporter considered alopecia, depression, dysmenorrhoea, heavy menstrual bleeding, nausea, pelvic pain and weight fluctuation to be related to essure administration. The reporter commented: batch no: unknown. Expiry date of essure: unknown. Heavy flow of menstrual severe cramping, consumer have been to multiple emergency rooms n they say consumer is healthy that the only thing than can be causing all the side effects can be the essure side effects. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: quality safety evaluation of product technical complaint. On 16-apr-2024: no new clinical information received. On 18-apr-2024: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic cramping") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was lexapro (escitalopram oxalate) for depression since (B)(6) 2018. On (B)(6)2017, the patient had essure inserted. On (B)(6) 2017, 105 days after essure insertion, she experienced nausea ("nausea aggravated"). In 2018 she experienced pelvic pain (seriousness criterion medically important), alopecia ("hair loss"), depression ("depression"), heavy menstrual bleeding ("heavy flow of menstrual severe cramping"), weight fluctuation ("loss of weight up n down") and dysmenorrhoea ("heavy flow of menstrual severe cramping"). Essure treatment was not changed. At the time of the report, the nausea had not resolved. The reporter considered alopecia, depression, dysmenorrhoea, heavy menstrual bleeding, nausea, pelvic pain and weight fluctuation to be related to essure administration. The reporter commented: batch no: unknown expiry date of essure: unknown heavy flow of menstrual severe cramping, consumer have been to multiple emergency rooms n they say consumer is healthy that the only thing than can be causing all the side effects can be the essure side effects. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.